Event description:
According to the reporter, during an open coronary artery bypass graft procedure, while closing sternotomy with steel using continuous technique, the needle broke. Another suture was used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.